Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was initially programmed off and later was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.